Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown product type lead h6: fdc 92 applies to the ens, and fdc 22 applies to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that they had a sharp pain on both their right and left groin, feet, and stomach area. It was indicated that the pain had now stopped. They mentioned that they had diabetes, a hernia in their belly button, had a yeast infection, and had to take medication that caused incontinence. The patient stated that the tape was itchy. It was also indicated that they felt like their bladder was not emptying, they had to bend over to pick up things, they had done some working out, and now they were worried about the leads moving/felt like their leads were pulling. These issues occurred during the basic evaluation, and were not resolved at this time. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.